Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that the tubing separated from an unspecified clave y-site on the tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.